Event description:
It was reported to medtronic neurosurgery that during the operation, it was found that the stopcock was broken. According to the report, the device was changed to complete the operation. The report stated that there was no injury and the pt is currently under recovery.

Manufacturer narrative:
The stopcock was returned covered in iodine. The luer lock connector of the needleless injection site arm was cracked. This damage precluded leak testing. This type of damage is likely attributable to improper use of cleaning solution. After cleaning with alcohol, the connectors should be allowed to air dry completely. This will avoid possible cracking of the connectors, as noted in the instructions for use that accompany the product. Also noted that alcohol is the only permissible cleaning agent for use on the connectors of this product. A review of the manufacturing records showed no anomalies.